Manufacturer narrative:
Recall: 1627487-07262012-001-c, 1627487-12192011-003-r. This ipg serial number was included in a field correction and field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-24371. It was reported the patient complained of experiencing heating at his scs ipg site while charging. The patient stated he feels a stinging, burning sensation at his ipg site when charging. The patient also stated he does receives relief from his scs system. A replacement charging system was sent to the patient to address the issue. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.